Event description:
It was reported that an unspecified quantity of homechoice cassettes were damaged; further described as "looked punctured". This was observed after priming for peritoneal dialysis therapy, when removing the devices from the cycler. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
B3/d0: the events occurred "over the last three weeks", including (B)(6) 2023. G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home, 1900 n highway 201, mountain home, ar 72653, united states. Baxter healthcare - dominican republic, carretera sanchez km 18.5, parque industrial itabo, piisa, haina, san cristobal 91000, dominican republic, the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.